Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had an unexpected battery power loss. The customer¿s blood glucose level was 9.3mmol/l at the time of the incident. The customer states pump stopped working in the night. The customer states the pump did not alarm low battery or to change battery. Troubleshooting did not resolve the issue. The customer wants pump replaced. The insulin pump will be returned for analysis.